Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37791, serial # unknown, product type recharger. (B)(4).

Event description:
The company representative reported a poor communication screen on the patient programmer. Poor communication was reported on the programmer. The rep was able to communicate successfully with the clinician programmer. The patient was able to communicate without antenna; the rep tried using another antenna and communication was established. The rep had an extra antenna and will be giving the patient. There were no patient symptoms reported. The representative also reported impedances were greater than 40000 ohms across the board. The implant was on and the patient reported a fall in spring of 2015 that could be related to this issue. The rep had not taken any prior impedance before today so he had nothing to compare. The patient had also lost a lot of weight within the past year as well. The patient was using 1.5-2v. The rep had to rerun impedances at 1.5v since he was ¿unable to check the references.¿ contacts 0, 2, and 8 were greater than 20000 ohms. The rep noted that all electrodes were being used because the patient was using this for peripheral stimulation. The patient was still feeling stimulation. When the rep increased stimulation, the patient was getting good therapeutic effect. There was no further information regarding the high impedances. The indication for use was non-malignant pain and other non-malignant pain. If additional information is received, a follow up report will be sent.